Event description:
It was reported the patient presented for an in-clinic check. Upon interrogation, a diagnostics anomaly occurred. The diagnostics were then cleared, and the issue resolved. There were no patient consequences.